Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain and chronic low back pain. The patient noticed their recharger "was not working right" and that they were not getting the normal charging screen. The patient also noticed their stimulation getting low and the next day noticed their leg pain had gotten worse. The patient was last able to recharge the week prior. During the call the patient saw a recharge charger screen, and noted that the connector pin was not bent, broken, or loose. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patients weight at the time of the event was (B)(6) lbs., and that the issue had been resolved with the replacement of the ins recharger (insr). No additional patient symptoms or additional device complications were reported.